Event description:
It was reported that damage occurred to the pump housing, specifically the usb port, which affected the customer's ability to charge it, leading to a shutdown. Despite the shutdown, the customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. A backup insulin pump was utilized to ensure ongoing insulin delivery while the original pump, which was still under warranty, was replaced by technical support. The customer was instructed to allow the pump¿s battery to deplete before returning it to tandem using a pre-paid label and acknowledged the steps for setting up the replacement pump.